Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: did you receive product that was not from the same product code. There was a suture that was clearly not vicryl, and it was tied to a vicryl. Vcp772d and lot number rj2aet? Yes. Was there mixed suture material? It is unclear until the actual product is checked. Do you have a photo for visual analysis? No photos are available. Procedure name? No further information is available. Lot number? Rj2aet. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was noted that there was a suture that was clearly not vicryl, and it was tied to a vicryl suture. There were no patient consequences reported. Additional information was requested.